Manufacturer narrative:
The device was received for evaluation. Report of "balloon failed to inflate" was confirmed. As received, the balloon did not inflate due to balloon rupture at central area, approximately 2mm in length. The balloon edges did not appear to match up at the ruptured location. Both balloon windings were intact. The through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a balloon inspection, in which the integrity of the catheter and the balloon are validated, and a final visual inspection. Also, as per specification, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". Furthermore, as per IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preoperative inspection of this fogarty embolectomy catheter, the balloon failed to inflate. Visual examination revealed signs of latex deterioration. In addition, a fluid test was performed and few tiny drops were observed leaking. There was no allegation of patient injury. The device was available for evaluation. The device was received for evaluation and the balloon was ruptured at the central area; the balloon edges did not appear to match up at the ruptured location.